Manufacturer narrative:
(B)(4) . Dexcom's legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom's legal counsel has requested further information from the decedent¿s attorney.

Event description:
It was reported that the patient passed away. On sunday, (B)(6) 2023, the transmitter was due to be changed, so the patient changed the transmitter and the sensor. The patient also performed a new onmipod insulin pump set up at the same time. On (B)(6) 2023, the reporter had left early in the morning between 6:00-6:30 am to go to portland for a family day trip. The patient stayed home and wasn¿t feeling good, and no specific symptoms were reported. The patient and spouse texted around 1:00 pm. He texted that he was going to lie down and rest before a planned conference call at 4 pm. He didn¿t attend the conference call at 4 pm, and when she returned home around 7:30 pm she found him unresponsive in their home. She called ems and started CPR. Emergency personnel were unable to revive him. The reporter wasn¿t aware of any cgm malfunction or failure at the time of event. Analysis of the cgm data logs indicates that the patient wore the sensor for two days. The sensor session started on (B)(6) /2023 at 02:42 pm with an estimated glucose value (egv) of 184 mg/dl. The last recorded egv, which was below 40 mg/dl, was at 02:27 pm on (B)(6) 2023. The device experienced sensor error for over an hour, then the sensor failed at 04:07 pm and no device performance data was recorded in the data logs after this time. The patient¿s alert settings indicate that the high glucose alert was set to 400 mg/dl and vibrate only, the low glucose alert was disabled, and the urgent low soon alert was disabled. During the last sensor session on (B)(6) 2023, the patient¿s egvs were in range until they dropped below the low alert threshold of 70 mg/dl from 01:02 pm to 01:07 pm, but the app did not deliver alerts as the low alert and urgent low soon alerts were disabled. At 01:12 pm, the patient¿s egvs dropped to the urgent low alert threshold of 55 mg/dl, and the app delivered an urgent low alert at the user-set mobile device volume, 67 percent. The app continued delivering urgent low alerts, increasing to 100 percent volume, with egvs dropping to less than 40 mg/dl. The device began experiencing sensor error at 02:32 pm and after the fixed 15-minute threshold, the app delivered sensor error alerts, increasing to 100 percent volume, from 02:47 pm to 04:02 pm. At 04:07 pm, the sensor failed, and the app delivered sensor failed alerts, increasing to 100 percent volume, until the sensor failed alert was acknowledged at 10:00 pm. No alerts were acknowledged by the patient prior to the 10:00 pm alert acknowledgement. No data is present in the logs after 10:00 pm. The device functioned within specifications and patient settings. On (B)(6) 2024, dexcom, through its legal counsel, was made aware of a legal filing that alleged the patient sustained serious injury resulting in his death. The legal complaint does not offer any additional information on the alleged injury, does not identify the dexcom product and does not specify the product issue. No further information surrounding this allegation has been provided to dexcom.